Event description:
It was reported that the 9600 system intermittently had a saturation failt during case. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.